Manufacturer narrative:
Product analysis the delivery system was returned with the external slider in the home position. There was no deformation observed to the delivery system. The external slider was retracted and advanced with no issue noted. The graft cover was retracted and advanced using the trigger with slight resistance noted. The external slider components were removed. There were no anomalies evident to the spring and sleeve. Both thread tooth were correctly positioned in the inner sleeve. There was no damage visible to the screw gear threads. The reported deployment difficulties using the trigger could be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb stent graft was implanted as part of the endovascular treatment of a 60mm aaa.  It was reported that during the procedure, the physician began unwinding the delivery system using anti clockwise rotation make sure limb was aligned with flow divider. As soon as it out of the main body.the physician tried to use the trigger to do a  quick release but the trigger would  pull back fully and then the handle would not slide back. The physician carried on with  a  anti-clockwise rotation to release the stent graft. When the physician tried to use the trigger to re sheath the delivery system,  the trigger was still stuck and could not be used.  The delivery system was then brought out of patient without  recapturing the spindle . No harm was caused to the patient as there was a sentrant sheath in place.  The medtronic representative attending the case then tried to use the trigger in theatre to re sheath but it did not work. The rep flushed the system to remove any blood and tried a few more times and the trigger did eventually work.  Per the physician the cause of the event could not be determined.  No additional clinical sequalae were provided and the patient is fine.